Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed post paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). The patient was brought into clinic and programming changes were performed; the pptwos continued after the changes. The patient condition was not known.

Event description:
Additional information received indicates that further programming changes were made. The patient condition was stable before, during, and after.